Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the resistance was found pointing to the opto buttons on the mtm. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon fixture test platform (sftp) where all test passed but the grip was found to be sticky. As a result of these findings, failure analysis was able to conclude that the opto button springs were found to be the root cause of the reported event.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report right master tool manipulator (mtmr) opto button was getting stuck. It was dual console procedure. The procedure was completed with no reported injury.